Manufacturer narrative:
(B)(4). D10: cat# 15-103200 lot# 167950 taperloc microp lat fmrl 5.0mm. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately four years post-implantation, the patient underwent a right hip revision due to suspected pseudotumor. During the revision, the surgeon noted an effusion and cystic pseudotumor attributed to adverse reaction to metal debris. The initial stem was found intact and well fixed therefore was left intact. The cup was noted to be anteverted more than normal and possibly migrated because part of the anterior wall had been uncovered, which may have increased pressure and generated metal debris. Cup was revised along with the head. Attempts have been made and no further information has been provided.